Event description:
The patient felt no stimulation sensation. However, she was not feeling pain and had control of her right leg, which she normally had to drag slightly when the implantable neurostimulator was turned off. Stimulation sensation may have been masked by a herniated disc. There was no incident or accident associated with the complaint. Approximately 4 months later the patient was seen by a field representative. Device interrogation revealed bipolar impedances greater than 3600 ohms, except for combination between electrodes 0, 3, and 10. The patient was experiencing lack of effect. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.